Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, when applying the clip to the duct, a part of the clip fell into the patient's cavity. Part of clip was retrieved. Used another clip applier to complete the case. There was no patient injury.